Event description:
It was reported patient enrolled in the (B) (4) registry had an injection port infection. The injection port was moved and the tubing was repositioned in the intraperitoneal position. The surgeon notes that this event is not related to the device, but probably to the procedure. Attempts are being made to gather additional information and will be sent on medwatch supplement report if information is obtained.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by contact.information unavailable, device not returned for analysis. Device remains implanted.